Manufacturer narrative:
Per attached email conversations that occurred with the customer, it was noted that chemotherapy infusions can be viscous. The accuracy specification under normal conditions is +/- 5%. As per the user manual variations of back pressure, or any combination of these can affect rate accuracy. Factors that can influence accuracy are head height and back pressure are: administration set configuration, IV solution viscosity, and IV solution temperature. Back pressure can also be affected by the type of catheter. No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer provided generic information that the oncology nurses reported significant volumes in the IV bags after the infusion completed, even when they overestimated the vtbi (volume to be infused). On october 10, 2019 anecdotal information was received that under infusions were occurring with paclitaxol, mabs and carboplatin chemotherapy infusions on various different patients. It is common practice to pause the infusions for extended periods of time for restroom breaks.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that there is an underinfusion.